Event description:
The patient was not herself with psychotic episodes. On (B)(6) 2011, the catheter failed according to a dye study. The patient was repeating words, singing instead of talking and eventually hallucinating. The pump contained baclofen which was increased along with oral baclofen with diazepam with no improvement. The day the patient was admitted to the hospital, the patient developed combative behavior such as: banging and hitting herself; hitting her head against things; pulling her hair out. The pump was replaced due to battery failure/eol.

Manufacturer narrative:
Concomitant medical products: catheter model 8709 serial# (B)(4) implanted: (B)(6) 2007 explanted: unk.